Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the second firing the device locked on the cystic artery and they could not get it off. There was bleeding. The amount was not quantified. The pt was opened to complete the procedure. Currently, there are no other details known on how the procedure was completed or the pt's current status. Additional info has been requested but not yet received.

Manufacturer narrative:
Info anticipated, but unavailable at this time.